Event description:
The lay user/patient's daughter called lifescan (lfs) in march 2006 and alleged that the pt's one touch ultra meter was not powering on. The mediacl affairs specialist (mas) called and spoke with the pt in march 2006 and was unable to obtain further information. The pt informed the mas that she tests her blood glucose level three times a day. In 3/06, in the morning she received a result of 206 mg/dl. She took her set amount of oral medical and ate breakfast. Around 12:00 pm, she was feeling light-headed and dizzy and attempted to test on the meter. However, the meter di dnot pwoer on. She denied seeing a battery symbol on the display. Her daughter took her to the doctor's office, where the doctor's meter result was 570 mg/dl. She was given an insulin shot there. The pt's daughter called lfs after returning back home regarding the power issue with the meter. At the time of troubleshooting, it was verified that this was not a new product and that the pt was using correct test strips. The reporter was asked to press the power button, but the meter would not turn on. She was then asked to insert a test strip all the way into the test strip port, but the meter still did not turn on. The batteries were checked and they were correctly installed. Hwoever, the batteries were last replaced greater than 1 year ago and the reporter/pt did not have a new battery to replace. Although the pt had not replaced the battery in the meter in over a year, this complaint is reported because the meter failed to provide a result at the time of concern. The pt was hypoglycemic and was treated with an insulin shot at the doctor's office. A replacement meter, control solution, and test strips were sent to the lay user/patient.